Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have various scratch marks with light material removed on the main tube. Scratches and abrasions on the main tube were deemed cosmetic damage. The scratch marks were 0.240¿ to 0.143¿ in length and were not aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube showed damage. Additional observation(s) found unrelated to the reported complaint states that the instrument had damage to the conductor wire insulation at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on three out of three attempts. Further, the instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was not exposed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the long bipolar grasper instrument shaft was scratched and damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had scratches and was damaged. The instrument was not damaged during a procedure. It was confirmed that the issue was identified during central processing.